Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated once and one (1) stent was found. The trigger button motion was functioning as intended, and the device was able to actuate all remaining positions. The device was disassembled and visually inspected. No non-conformances related to the reported event were found. Based on the investigation and these findings, the root cause of the customer¿s reported issue could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, there was no adverse effect on the nurse, no further intervention required and the event resolved. The report noted the event was "by accident".

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Use injury is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Use injury is an established risk associated with use of the device, which is clearly specified documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the surgeon inadvertently "poked the nurse''s finger with the trocar" during device transfer. Reportedly, the nurse is "fine" and had subsequent "blood test and injection". There was no report of patient injury. Additional information has been requested.